Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed was due to defective power. The power of the device cannot be turned on occurred due to defective circuit board. Noise occurred on the image occurred due to defective liquid crystal display panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: housing was damaged, had cracks; no image on the display; port connector needs to be replaced; noisy image; and rear cover damaged/cracked. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor exhibited no image. The issue occurred during the preparation for use. There were no reports of patient harm.